Manufacturer narrative:
Visual examination of the returned device revealed fracture at the plates bending zone. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be positively determined however the investigation suggests the plate underwent unanticipated loading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: correction: d4,d10,g4,h2,h3,h4,h6,h10. Investigation found that the tip of the skyline driver had broken off. Optical imaging found evidence of plastic deformation most likely caused by a quasi-static torsional overload. Review of incoming inspection found a non-conformance however this non-conformance was not related to the device failure. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause cannot be positively identified however the driver failure is likely due to unanticipated torsional loading. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number. H11: additional narrative: d4, g4, h4.

Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
During the anterior cervical discectomy fusion c5/6/7, the surgeon used the self expansion tip screwdriver to insert a screw into the skyline plate and the tip sheared off. The tip that broke was sucked up into the suction tubing. Another driver on the skyline set was used to complete the case. Rep was present during the case. The patient outcome was not affected by this event. No delay to surgery. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required. There was no delay in the surgery and the patient outcome was not affected